Event description:
The customer received questionable cardiac c-reactive protein (latex) high sensitive (crp) results for four patient samples from two cobas c501 analyzers. Of the data provided for three patient samples potentially tested on this cobas c501, only the results for two patient samples were discrepant and reported outside the laboratory. Both samples had been centrifuged by the modular preanalytic analyzer which also removed the caps from the tubes. Patient 1 was born (B)(6). The sample was either tested on this cobas c501 analyzer or cobas c501 analyzer serial number (B)(4). The first result was below 1 mg/l. The operator then detected a film in the sample tube. The sample was repeated and the result was 30 mg/l. Patient 2 was (B)(6). On (B)(6) 2014, the initial crp result was 0.65 mg/l. The clinician questioned the result. A new sample taken at the same time at the original sample was tested the next day and the result was 17 mg/l. The initial results had been reported outside the laboratory. The result for sample 1 was corrected. The results did not affect the diagnosis or treatment of the patients since the clinicians have questioned the results. The reagent lot number and expiration date was requested, but was not provided. The customer was advised the change the sample probe.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided analyzer alarm list found several abnormal probe sucking and abnormal sample probe movement alarms indicating a possible preanalytical issue. The film layer observed by the customer could be related to gel globules or oil droplets and could be potential root cause of low results.